Manufacturer narrative:
(B)(4). The device sample was not received by the manufacturer at the time of this report.

Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. (B)(4) samples were returned for investigation. (B)(4) broken samples returned without packaging, 1 broken sample returned with opened inner bag and 1 sample returned in un-opened pouch. All returned sample was realigned and the total length was measured using a calibrated ruler. The overall length was within product specification. All catheter shafts and funnels were examined using the dino-lite to analyze the damaged area and torn edges. Based on observation some external force was applied at the joint area causing the catheter to break. Visual examination on the other areas of the catheter shaft of returned samples did not revealed any sign of abrasion mark or scratch. Batches will be released upon passing this test. Based on the investigation conducted, we did not find any issue within the manufacturing processes. Therefore this complaint could not be confirmed as stated.

Event description:
It was reported that the catheters were checked prior to use on patient and it was noted that the funnel detached easily. No patient injury reported. This product is sold in the us as catalog 170003100.

Event description:
It was reported that the catheters were checked prior to use on patient and it was noted that the funnel detached easily. No patient injury reported. This product is sold in the us as catalog 170003100.